Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. The left door was missing , damaged top enclosure, ambiance light and all are replaced. The device operating software was upgraded.

Manufacturer narrative:
H3 other text : device serviced by third party service center.